Event description:
It was reported that a user installed a new dexcom g7 sensor, added it in the app before pairing the ilet pump, and then experienced pairing failure and loss of glucose readings despite attempted troubleshooting. Symptoms included no glucose data availability. Outcomes included replacement of the sensor and provision of dexcom support contact information. Investigation included customer troubleshooting and education on correct pairing sequence, confirmation of sensor warmup, and re-pairing attempts. Investigation of this case revealed that the sensor pairing process failed and the sensor subsequently failed in the dexcom app, consistent with an external cgm pairing or sensor failure rather than an ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to pairing sequence and a failed cgm sensor.